Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
An abbott field service engineer confirmed smoke was coming from the architect i2000sr rv1/rv2 antenna, located underneath the mechanism for loading and unloading the reaction vessels. The customer had disconnected the analyzer after they smelled smoke. No injury was reported.